Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted patient height: 72 inches. Date of event: 2015. (B)(4).

Event description:
It was reported the end user developed an open area 0.5 inches away from the stoma and approximately one (1) inch in diameter on the right side of his stoma. The open area began as a "red dot" and became progressively worse. There is now a "pus-like" material draining from the opening. The patient consulted his surgeon and a biopsy was performed. The surgeon reportedly suspected the patient developed a fistula and has issued a prescription for two (2) oral antibiotics (ciprofloxacin and flagyl). No further information was reported.